Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that the insertion shaft of the twinfix broke on the first turn causing the anchor to not be completely seated in the bone hole. It is currently unknown if the anchor and all pieces were removed from the patient.

Manufacturer narrative:
No evaluation conducted, device not received by manufacturer. Examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. A review of the device history record was performed which confirmed no inconsistencies.

Event description:
It was reported that the insertion shaft of the twinfix broke on the first turn causing the anchor to not be completely seated in the bone hole during a shoulder surgery. The anchor was completely removed from the patient, and no unsupported material remained. An additional bone hole was drilled, and the procedure was completed with a backup anchor. A delay of 20 minutes was noted. No patient injury or complications were reported.